Event description:
On (B)(6) 2025 a patient underwent a dialysis catheter placement procedure in the right internal jugular vein using glidepath. During the procedure tip of the guidewire could not pass through the introducer needle and could not be withdrawn. When the force was increased to withdraw the guidewire, the inner core of the guidewire was cracked, and the operator could only pull out the guidewire and the introducer needle and then replaced the catheter with a new one and re-punctured the catheter successfully. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, two photos were provided for review. The photo shows that the guidewire was stretched and the core wire is not intact it seems to be fractured and separated from the other end. A kink can be noted near the distal end of the guidewire. Therefore, the investigation is confirmed for the reported fracture and identified stretched, deformation and material separation issues. However, it is inconclusive for the reported failure to advance and difficult to remove issues as the photo evidence provided is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a dialysis catheter placement procedure in the right internal jugular vein using glidepath. During the procedure tip of the guidewire could not pass through the introducer needle and could not be withdrawn. When the force was increased to withdraw the guidewire, the inner core of the guidewire was cracked, and the operator could only pull out the guidewire and the introducer needle and then replaced the catheter with a new one and re-punctured the catheter successfully. There was no reported patient injury.